Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the edo ram on the sbc. The system functions as intended.

Event description:
It was reported that the 6800 system would not boot. An alternate c-arm was used to complete scheduled cases. No patient was involved.